Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of particles. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported on MDR 2518422-2022-39030-1, in h10 section, the device is a bipap and the correct h6 codes are updated in this report. Kindly make this correction.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged visualization of particles. Chronic respiratory failure, copd asthma or other chronic lung disease, myocardial infarction or cardiac congestive heart failure, pulmonary hypertensiont, congestive heart failure, pulmonary hypertension, acute stroke or transient ischemic attack (tia), mental disorders like post-traumatic stress disorder (ptsd) and depression, malignant hypertension there was no report of serious or permanent harm or injury. Unit scrapped. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 04/19/2023 for further evaluation. The device was evaluated on 06/01/2023. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section d8, d9, h2, h3 and h6 were updated.